Event description:
Elevated ca125 results obtained on the axsym analyzer were questioned by a physician. The customer is using the device against package insert labeling. The product was used for screening by the physician. The original results of >1000u/ml did not fit the clinical picture of the pt. The physician questioned this result. The sample was rerun on an alternate axsym analyzer producing result of 1235u/ml. The pt was then tested to an alternate facility producing normal results. The physician did not believe the axsym results and therefore no impact to the patient occurred.